Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that reported that the patient was not experience coverage. It was stated that a CT scan was performed that revealed the lead had migrated. It was noted that there were electrodes with impedances out of normal range. It was stated that a revision was being scheduled. It was added that the current status of the patient was noted as "waiting for revision."

Event description:
Additional information received reported that the patient had a revision surgery on (B)(6) 2013. It was stated that the patient was "doing very well and had good stimulation coverage".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt a lack of stimulation. The patient reported that she kept stimulation 'at a level where that helps with the pain,' but where she is 'not able to feel the stimulation.' It was additionally reported that she was 'not feeling stimulation in her right arm or right leg, but if she moved her left arm a certain way (raised arm above head or extended arm straight out) she felt stimulation in her left arm.' It was further noted that if the patient 'had left arm at her side it (the stimulation sensation) went away.' The patient also reported that she had 'the same issue with her left leg.' It was further reported that with the 'stimulation on program two all the way down to zero' and her arm extended 'straight out' that the patient was 'not feeling stimulation in her arm.' It was also reported that with the 'stimulation on program one all the way down to zero,' the 'stimulation on program two to a level she normally had it,' and her arm extended 'straight out' that the patient felt 'no stimulation in her left arm, just tingling in her fingertips.' The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information is received. Please see MFR report # 3004209178-2013-03416 for information on the patient's other device.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).